Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as (B)(6)2024, however the correct date is (B)(6)2024. Device evaluation: system was checked and found all parameters within specifications as per veritas checklist. The system is performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: (B)(6). Section e1: email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 code 4581: shallowing or collapsing of the anterior chamber. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the removal of cataract pieces with a phaco probe, the posterior capsular bag was either rent or nicked. The surge in venturi mode was excessively high, creating instability during the procedure. At vacuum levels above 400 in peristaltic mode, the chamber stability was compromised. The chamber fluctuations were significantly high unless continuous irrigation mode was activated. Considerably high power and vacuum were required to hold the nucleus, especially in cases of hard cataracts. Difficulty maintaining grip on the nucleus was noted. High nucleus lens chatter was observed due to instability and high vacuum levels. Cataract pieces became stuck in the side port due to poor follow ability of the fragments. There were no medical or surgical interventions reported. No further information is available.